Event description:
Pt transferred from an outlying facility for cardiac intervention. Cardiac catheterization revealed that intervention was needed. Two cypher stents placed. Within 2 hours of placement, pt developed chest pain and subsequently had an episode of v-tach and full cardiac arrest. After resuscitation, the pt was taken back to the cath lab where further interventions were required.